Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: lumbar canal stenosis. Procedure: spinal stabilization levels implanted: l3-l4 it was reported that, post-op, "zcq" score worsened. The patient occasionally had low back pain, and also had mental problem.